Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block e1: the device was returned to boston scientific, but the sender was unlisted and is unknown. Block h6: imdrf device code a1409 captures the reportable investigation results of peg tube obstructed. Block h11: the returned endovive peg kit push method was analyzed. One push method assembly was received intact with a broken guidewire inside. Visual inspection of the thermoformed tubing and the feeding tube did not note any exterior kinks or damage on the tubing. A functional test was performed using a 0.035 inch guidewire that was fed through the entrance of the feeding tube. Difficulty advancing the guidewire was noted. The tip of the guidewire was not seen exiting the transition joint/barb connector. The barb connector was isolated by cutting the sides of the tubing that it was connecting. Visual inspection of inside the barb connector showed obstruction on the side usually connected to the feeding tube in the form of glue/adhesive. No additional problems with the device were noted. With all the available information, although no complaint was reported, boston scientific corporation (bsc) determined that the peg tube obstruction was likely caused by adhesive inside the hypo-tube of the transition joint. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this problem. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on (B)(6) 2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on (B)(6) 2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific received an endovive peg kit push method on (B)(6) 2024. There was no reported allegation against the device but, this event has been deemed reportable based on the investigation finding of feeding tube occluded/blocked. Please see block h11 for full investigation details. There was no reported patient involvement, and it is unknown if this device was used in a procedure.